Event description:
(B)(4) . Started out with heavy periods. Cramps after menstruation was over for the month. Pain (had ultrasound done). Break through bleeding. Heavy periods. Had to wear super tampon and pad together. Before essure a regular tampon was used. Lots of abscesses in vaginal and underarm area. Tooth pain. Abscess in gums. Pimply like sores on my head. Hair thinning. Horrible metallic taste in my mouth. Overall fatigue. Headaches. Muscle aches. Shooing pain from back to legs. Excruciating back pain.